Event description:
Customer reported that she received low battery alarms and that the insulin pump would reset. She reported that she received a motor error alarm during the bolus. The blood glucose reading was 91 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was unable to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Currents are within specification and no unexpected low battery or off no power without low battery indicator. Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.